Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank display) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2019 with the following findings: the original complaint of a blank screen was reported on (B)(6)2014. According to the pump¿s black box history, the pump was in use until (B)(6)2019. The pumps¿ black box and alarm history was overwritten for the time of the blank screen complaint. The blank screen could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.